Event description:
It was reported to olympus, that the evis lucera colonovideoscope had air/water leakage. Upon inspection and testing of the returned device, it was noted that the nozzle had foreign objects in it due to insufficient cleaning. There were no reports of patient harm associated with the event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that water tightness was lost due to a pinhole on the bending section cover. The up direction and the play of the up/down knob did not meet standard value due wear of the angle wire. The bending section cover had a dent and the adhesive had a crack, a chip and a white clouded area. The light guide lens had a crack and the adhesive around the lens had a white clouded area. It was also noted that the adhesive around the objective lens was peeled and the image guide protector was damaged. The scope cylinder was shaved and the paint was peeled. The electrical connector was discolored due to water leakage. The control unit was also dirty due to water leakage. There were scratches noted throughout the device. The connecting tube also had a dent. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct b5/d10/h10. Correction to b5: information regarding the reported event was inadvertently missed on the initial. Correction to h10: information regarding the user's reprocessing methods was inadvertently missed on the initial. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the air/water nozzle was clogged with a foreign material, however, the specific material could not be identified and the cause for material entering the nozzle could not be specified. The nozzle was not reported to have been deformed. It is likely that foreign material remained in the nozzle due to insufficient reprocessing as it was confirmed that reprocessing was not performed according to the instructions for use (IFU). The following information was provided regarding the user's reprocessing methods: the device was not cleaned, disinfected, or sterilized before requesting repair. The presence of foreign material adhering to the device was not known. Pre-cleaning information- it is unknown if there was any delay to the start of pre-cleaning. It is unknown if the air/water nozzle was flushed with water and air. Manual cleaning information- it is unknown if the accessories used for reprocessing were abnormal. It is unknown if the air/water nozzle was wiped or brushed with a gauze, brush, or sponge. It is unknown if the air/water nozzle was flushed with detergent solution. Olympus will continue to monitor field performance for this device.

Event description:
The reported issue was discovered after use and the unspecified procedure was completed using the same device. Additionally, the customer uses an oer (automated endoscope reprocessor) for cleaning, disinfection, and sterilization. No further information was provided.